Event description:
It was reported that the patient presented with st elevated myocardial infarction (stemi) and the procedure was to treat the 100% occluded left anterior descending (lad) coronary artery. The 2.5x23 mm xience skypoint stent was implanted on (B)(6) 2024. On (B)(6) 2024, the patient experienced angina and was emergently brought to the cath lab and acute stent thrombosis was detected via angiography. Three other xience skypoint stents (2.25x15 mm, 3.0x8 mm, 3.25x12 mm) were implanted and aggrastat was provided. The patient was discharged out of the cath lab in stable but serious condition and expired on (B)(6) 2024. In the physician's opinion, none of the xience skypoint stents caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The reported patient effect(s) of thrombosis and angina is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. In this case, it was reported that in the physician¿s opinion, none of the xience skypoint stents caused or contributed to the patient death. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional devices referenced in b5 are filed under separate medwatch report numbers.